Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to sepsis and multi-organ failure. It was noted that the outcome was not device or therapy related.

Event description:
Additional information: it was reported that the patient had episodes of vomiting with residual feedings on nasogastric tube a week prior to their death. A chest x ray showed beginnings of bilateral pneumonia. Arterial blood gases were persistently acidoctic and hypoxemic and the patient was hooked on ventilator. Chest x-rays taken after revealed bilateral infiltrates with acute respiratory distress syndrome as a consideration. The patient did not improve on hemodialysis. His neurological status deteriorated to glasgow coma scale of 8. Repeat surface echocardiogram showed right ventricular decompensation. The patient status was changed to do not resuscitate by his family and was given all inotropes. The cause of death was noted to be due to acute respiratory distress syndrome secondary to sepsis and aspiration pneumonia. It was noted that the device operated as expected. The source of infection was noted to be aspiration pneumonia. The infection was treated with metronidazole, trimethoprim / sulfamethoxazole and ciprofloxacin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s aspiration pneumonia could not be conclusively determined through this evaluation. Of note, it was reported that the patient's sepsis was secondary to aspiration pneumonia. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of multi-organ failure and deteriorating neurologic status could not be conclusively established through this evaluation. Heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists local infection, sepsis, neurologic dysfunction, and death as adverse events that may be associated with the use of heartmate ii lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.